Event description:
The customer reported that at the beginning of a hysterectomy, the device jaws were difficult to open. Once applied on tissue, the instrument would no longer open. The surgeon used a second device to remove the instrument from the tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). (B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.